Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal left circumflex (lcx). A 24 x 2.75 promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and upon inspection, it was noted that the distal edge of the stent was flared. The procedure was completed by a 3 x 24 promus premier. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally out over the distal tip of the device. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site and subsequent withdrawal. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal left circumflex (lcx). A 24 x 2.75 promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and upon inspection, it was noted that the distal edge of the stent was flared. The procedure was completed by a 3 x 24 promus premier. No patient complications were reported and the patient's status was good.